Manufacturer narrative:
Date rec¿d by MFR : 05dec2019, date of report : 06dec2019. The service engineer inspected the device and found the issue was with a hospital operation problems. The unit was return to use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported unit has display issue. There was no patient involvement.